Manufacturer narrative:
(B)(4): this customer reported that the shock button was nonresponsive during the opcheck. There was no patient involvement. The device was returned to philips for evaluation. The reported symptom was reproduced. There were error codes for the therapy pca. Replacement of the therapy pca resolved the symptom.

Event description:
This customer reported that the shock button was nonresponsive during the opcheck. There was no patient involvement.